Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the patient¿s transfer set ¿came off¿ during sleep. This was further specified as the disconnection was between the transfer set and the titanium adapter and ¿became unscrewed at teeth, the patient ¿woke up wet¿. Subsequently, the patient developed peritonitis. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. It is unknown if the patient properly tightened the connection prior to therapy. The pd nurse reported that during training, ¿they do not currently remind the patients to check their transfer set/adapter connections to make sure they are tight, but they will going forward¿. No damage was noted to the patient connector. The adapter was not changed. The patient recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.